Event description:
The patient presented with a popliteal/posterior tibial aneurysm with massive clotting. A 9x15 vibrahn device was advanced antegrade through an 11 fr introducer sheath over a 0.025 inch glide wire down the popliteal artery to the aneurysm. Several unsuccessful attempts were made to pass the junction of the popliteal and tibial arteries. The device and the introducer sheath were removed. A new 0.025 wire and another 11 fr sheath were inserted and a 9x10 viabahn was advanced; however, it also would not make the turn at the same location. A 0.035 inch guidewire was advanced to straighten out the curved area and the device was deployed inside the proximal portion of the aneurysm. A third viabahn (9x5) was attempted to exclude the distal portion of the aneurysm. This device also would not pass at the same junction. A longer 12 fr sheath was attempted but, upon introduction, the sfa dissected at the level of the cfa. An open repair with a femoro-popliteal bypass was performed. The pt was fine post procedure.

Manufacturer narrative:
The investigation into this event is currently in process. The manufacturing records were reviewed. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.